Event description:
It was reported that the user¿s insulin delivery was paused and could not be resumed because the top portion of the ilet touchscreen was unresponsive, leading to prolonged high glucose for about three hours; a replacement device was arranged, and the affected unit pertains to the touchscreen component. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact and no medical intervention. Investigation included interviews and analysis of information provided by the user¿s caregiver. Investigation of this device revealed a stress-related problem associated with the touchscreen component, with the issue categorized as a device fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.